Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. If upon the completion of the device analysis any further relevant information is received, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was explanted due high pacing impedance greater than 3000 ohms and failure to capture. Also, a lead conductor fracture was suspected due to the observed electrical measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner and the outer conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was explanted due high pacing impedance greater than 3000 ohms and failure to capture. Also, a lead conductor fracture is suspected due to the observed electrical measurements. No additional adverse patient effects were reported.